Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer stated that she was changing the tubing, and when she went to rewind, the insulin pump went blank without warning. She changed the battery, and the display did not return; she tried again, and the display did return. The customer did not know the blood glucose reading. The customer did not observe any physical damage or corrosion at the battery cap, battery compartment and battery spring. Upon insertion of a new battery and cleaning of the battery contacts, the display did not return. The customer stated that the display did not come up, but she removed and reinserted the battery again, and the display returned. The insulin pump passed the self test. She confirmed that the insulin pump ran a bolus successfully. She was advised to replace the battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.